Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The complaint of the ICD reporting only the number of events since the last transmission and not since last cleared was confirmed. The reason is that the system stores up to maximum to 92 most recent events (60 svt and 32 nsvt) and in this case those events occurred between the remote transmissions on july 27 and july 28. The date the diagnostics were cleared is accurately displayed; however, it is confusing in that the diagnostics do not indicate that they are essentially full and the number does not represent all events since the date last cleared.